Event description:
Additional information was received wherein on (B)(6) 2023 the lead was returned to the right side to address the issue.

Event description:
It was reported the lead had eroded through the skin. Surgical intervention occurred on 8nov2023 to bury the lead deeper but it did not resolve the issue and further intervention may take place.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.